Event description:
A review of a literature article was performed. The da vinci xi surgical system was used and the article noted that during these dv surgeries, 1 patient was discharged on postoperative day 12. Postoperative course was free from surgical complications. An onset of atrial fibrillation occurred on postoperative day 6 requiring pharmacological cardioversion. The authors propose that proximal gastrectomy using a double flap technique seems feasible. There were no specific da vinci device malfunctions reported, and no indication that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of any da vinci product issues, and no indication that any da vinci products contributed to the reported complications. Citation: lombardi pm, kinoshita t, mazzola m, ferrari g. Totally robotic proximal gastrectomy with esophagogastrostomy using a double-flap technique. Updates surg. 2025 aug;77(4):1147-1151. Doi: 10.1007/s13304-025-02214-0. Epub 2025 apr 22. Pmid: 40261574.